Event description:
Device inserted in 1999. When attempting to remove device from pt, tissue was adherred to cath. Percutaneous removal of catheter needed. This catheter has been a problem in the past with same type of issue.